Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of a patient with peritonitis. On (B)(6) 2012 a clinical coordinator reported that the patient was using 1.5% dianeal pd-2 ultrabag and 2.5% dianeal pd-2 ultrabag since (B)(6) 2012. The patient experienced peritonitis on (B)(6) 2012. The event outcome was reported as unknown. No further information was available.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.